Event description:
Caller states customer administered an additional dose of novolog after testing hi (greater than 600 mg/dl) on the aviva system. At 10 minutes later customer reported low blood glucose symptoms and tested 74 mg/dl on the aviva system. Customer was taken to the hospital, and tested "very low" on a professional device approximately 1 hour after obtaining the results on the aviva system. Caller believes the professional result may have been 20 mg/dl. Customer was treated with orange juice and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.